Manufacturer narrative:
The belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2022. The patient's spouse reported that the patient removed the lifevest due to receiving gong alerts. Spouse advised that the patient collapsed and passed away. Per review of patient flag files, the patient last wore the device on (B)(6) 2022. The device was shutdown at 6:11 am on (B)(6) 2022. The patient was not wearing the device at the time of passing on (B)(6) 2022.